Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. H1: type of reportable event of serious injury is being submitted due to no defect being found on returned products. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 05-sep-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products did not resolve the initial concern: internal report reference number (B)(4).

Event description:
Consumer reported complaint for high and low blood glucose test results and for error messages (e-0 and e-2). The customer is concerned with test results from results obtained of 104, 99, 30 and 68 mg/dl. The customer¿s expected blood glucose test result ranges are below 95 mg/dl am fasting, below 120 mg/dl pm fasting and below 140 mg/dl non-fasting. The customer feels well and did not report any symptoms. Customer stated on (B)(6) 2024 she had contacted the doctor due to the low results obtained and also as she believed the metformin was not working. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The customer is using 2 vials of test strips, same lot number. The test strip lot manufacturer¿s expiration date is 12/19/2025. The vial customer obtained the high results and error messages was opened 2 days prior to the call and for the low results the open vial date was not disclosed. The meter memory was reviewed for previous test result history: result 1: 104 mg/dl, date: (B)(6) 2024, time: 8:35 am non- fasting; result 2: 107 mg/dl, date: (B)(6) 2024, time: 8:35 am non- fasting; result 3: 104 mg/dl, date: (B)(6) 2024, time: 6:20 am fasting; result 4: 99 mg/dl, date: (B)(6) 2024, time: 6:20 am fasting; result 5: 98 mg/dl, date: (B)(6) 2024, time: 10:30 pm fasting; result 6: 30 mg/dl, date: (B)(6) 2024, time: 6:40 am fasting; result 7: 68 mg/dl, date: (B)(6) 2024, time: 12:04 am fasting.